Manufacturer narrative:
Findings: pump error noted in the pump history and critical pump error (open book image) during testing due to moisture damage on the electronic assembly. Unable to perform the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image). Unit was received with corroded battery tube, minor scratched lcd window and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed a critical pump error when they went to the beach. They removed the battery, dried the battery compartment, and reinserted the battery. It had turned on but alarmed a critical pump error again. They repeated the process but the insulin pump did not turn on. The customer¿s blood glucose level was 153 mg/dl. The device will be returned for analysis.